Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation of the fallopian tubes'), uterine perforation ('perforation of the uterus'), device dislocation ('migration of the essure device to the abdominal or pelvic cavity'), perforation ('perforation of the other organs') and ovarian cyst ('large ovarian cyst') in a female patient who had essure (batch no. A27189) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), perforation (seriousness criterion medically significant), pelvic pain ("chronic pelvic pain"), abdominal pain ("chronic abdominal pain"), back pain ("chronic back pain"), genital haemorrhage ("excessive bleeding"), hypersensitivity ("allergic reactions"), headache ("headaches"), endometriosis ("endometriosis"), ovarian cyst (seriousness criterion medically significant), autoimmune disorder ("auto-immune reactions"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety") and depression ("depression") and was found to have a pregnancy with contraceptive device ("unintended pregnancy"). The patient was treated with surgery (ovarian cystectomy and removal of essure and bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the fallopian tube perforation, uterine perforation, device dislocation, perforation, pelvic pain, abdominal pain, back pain, genital haemorrhage, pregnancy with contraceptive device, hypersensitivity, headache, endometriosis, ovarian cyst, autoimmune disorder, fatigue, weight fluctuation, alopecia, tooth loss, mood altered, anxiety and depression outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, device dislocation, endometriosis, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, ovarian cyst, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure. Lot number: a27189 manufacturing date: 2012-07 expiration date: 2015-07-31. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: the seriousness criteria ¿intervention required¿ was selected for the event fallopian tube perforation. No new follow-up information was received from the reporter. We received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation of the fallopian tubes'), uterine perforation ('perforation of the uterus'), device dislocation ('migration of the essure device to the abdominal or pelvic cavity'), perforation ('perforation of the other organs') and ovarian cyst ('large ovarian cyst') in a female patient who had essure (batch no: a27189) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), uterine perforation (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), perforation (seriousness criterion medically significant), pelvic pain ("chronic pelvic pain"), abdominal pain ("chronic abdominal pain"), back pain ("chronic back pain"), genital haemorrhage ("excessive bleeding"), hypersensitivity ("allergic reactions"), headache ("headaches"), endometriosis ("endometriosis"), ovarian cyst (seriousness criterion medically significant), autoimmune disorder ("auto-immune reactions"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety") and depression ("depression") and was found to have a pregnancy with contraceptive device ("unintended pregnancy"). The patient was treated with surgery (ovarian cystectomy and removal of essure and bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the fallopian tube perforation, uterine perforation, device dislocation, perforation, pelvic pain, abdominal pain, back pain, genital haemorrhage, pregnancy with contraceptive device, hypersensitivity, headache, endometriosis, ovarian cyst, autoimmune disorder, fatigue, weight fluctuation, alopecia, tooth loss, mood altered, anxiety and depression outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, device dislocation, endometriosis, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, ovarian cyst, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure. Lot number: a27189, manufacturing date: 2012-07, expiration date: 2015-07-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jan-2021: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of fallopian tube perforation ("perforation of the fallopian tubes"), uterine perforation ("perforation of the uterus"), device dislocation ("migration of the essure device to the abdominal or pelvic cavity"), perforation ("perforation of the other organs") and ovarian cyst ("large ovarian cyst") in an adult female patient who had essure inserted (lot no. A27189). Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("device ineffective"). The patient had a medical history of pregnancy with contraceptive device (2014 & 2016), endometriosis, parity 3, multigravida, ovarian cyst, hydrosalpinx and in vitro fertilisation (2014 & 216). As concurrent condition the report mentioned gerd. On (B)(6) 2013, the patient had essure inserted. Essure was removed on (B)(6) 2020. On unknown date she experienced fallopian tube perforation (seriousness criteria medically important and intervention required), uterine perforation (seriousness criterion medically important), device dislocation (seriousness criterion medically important), perforation (seriousness criterion medically important), pelvic pain ("chronic pelvic pain"), abdominal pain ("chronic abdominal pain"), back pain ("chronic back pain"), genital haemorrhage ("excessive bleeding"), pregnancy with contraceptive device ("unintended pregnancy/ ivf pregnancy"), hypersensitivity ("allergic reactions"), headache ("headaches"), endometriosis ("endometriosis"), ovarian cyst (seriousness criterion medically important), autoimmune disorder ("auto-immune reactions"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety") and depression ("depression"). The patient was treated with surgery (laparoscopic left ovarian cystectomy, and bilateral salpingectomy. And ovarian cystectomy). At the time of the report, the outcomes for these events were unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 3. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the first trimester. The pregnancy outcome was reported as live single birth with no information on the child¿s health. The vaginal delivery occurred on (B)(6) 2019. 4100g was the reported birth weight. The apgar score was 9, 9 (at 1 and 5 minutes). The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, device dislocation, endometriosis, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, ovarian cyst, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure administration. The reporter commented: patient experienced another two ivf pregnancies with essure which are captured under case number (B)(4) . Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2013: there was normal filling of the uterine cavity. Note is made of an essure coil seen in the left pelvis, a few centimeters away from the cornua of the uterus. However, there was no filling of the left fallopian tube and no free spillage was seen on the left side. On the right side, there was normal filling of the right fallopian tube and free spillage was identified.; on (B)(6) 2015: the scout view shows an essure tubal coil seen on the left. This coil is likely quite peripheral from the uterine cornua on contrast images and there is prompt spill from the right fallopian tube. There was no spill on the left. No contrast was seen outlining the left tube. [Pathology test] on (B)(6) 2020: clinical history adnexal mass. Source of specimen ovary, bilateral fallopian tube with essure coil gross description: labelled "bilateral fallopian tubes with essure coil; left ovarian cyst" contains the left adnexa consisting of a large collapsed cystic ovary measuring 7.5 x 3.0 x 2.0 cm weighing 19.9 g. The left fimbriated fallopian tube measures 8.0 cm in length x 0.5 cm in diameter; the fimbriated end is sectioned and grossly is unremarkable. The serosa on the associated fallopian tube is dusky purple and ragged. Note the proximal end is remarkable for an essure coil. The right fimbriated fallopian tube measures 7.0 cm in length x 0.6 cm in diameter; the fimbriated end is sectioned and grossly unremarkable. The serosa associated fallopian tube is dusky purple and ragged. Upon sectioning cut section shows a grey-white mucosa with a pinpoint lumen which grossly appears unremarkable. Note no essure coil is identified. Diagnosis excision, left ovarian cyst: benign serous cyst [pregnancy test] on (B)(6) 2023: negative [ultrasound scan] on (B)(6) 2013: there is a single live intrauterine fetus. Based on earliest ultrasound study, the pregnancy is about 20 weeks 5 days. Current measurements place estimated fetal weight at the 16th percentile. No abnormalities of fetal morphology were detected; on (B)(6) 2014: single intrauterine fetus with a gestational age of 31 weeks and 4 days based on the earliest study. Current fetal biometry demonstrates a gestational age of 30 weeks and 5 days. Estimated fetal weight is on the 12th percentile. There is a cephalic presentation present. The placenta is fundal and the umbilical cord inserts either extremely marginally or velamentously, however, it is in the fundus and well away from the lower uterine segment the four quadrant amniotic fluid index is 13.5 and the deepest vertical pocket is 6.3 cm.; on (B)(6) 2015: impression: single intra-uterine gestational sac with an estimated gestational age of 5 weeks 6 days; on (B)(6) 2016: findings: a single intrauterine fetus of 19 weeks and 6 days based on earlier estimate. Current fetal biometry demonstrates appropriate interval rate of growth with estimated fetal weight on the 41st percentile impression: 1. Appropriate fetal growth. 2. Low muscular ventricular septal defect with normal outflow tracts; on (B)(6) 2018: clinical indication: previous perigestational hemorrhage. ? Increasing size. Ivf patient findings: single live intrauterine fetus of 8 weeks plus 1 day. Current crl of 18.7 mm (18 weeks+ 3 days). The best edd is (B)(6) 2019. Fetal heart rate is 171 bpm. Perigestational hemorrhage was seen, superiorly measuring 2.4 x 1.4 x 0.8 cm (previously 2.7 x 2.1 x 0.7 cm) and inferiorly measuring 3.2 x 2.2 x 1.5 cm (previously 2.7 x 3.5 x 0.9 cm). Persistent anechoic avascular left ovarian cyst, currently measuring 10.4 cm (previously 11.6 cm).; on (B)(6) 2018: findings: there is a single live intrauterine gestation of 11 weeks 2 days based on a crl of 44.9 mm. This is concordant with the provided edd of (B)(6) 2019. Fetal cardiac activity is 182 bpm a superior perigestational hematoma is identified measuring 4.1 x 2. 7 x 1.2 cm (previously 2.4 x 1 .4 x 0.8 cm) and a posterior smaller perigestational hematoma identified measuring 2.1 x 1.9 x 0.9 cm (previously 3.2 x 2.2 x 1.5 cm). A large left ovarian anechoic cyst is identified measuring 9.8 x 9.6 x 7.3 cm that remains unchanged. The right ovary was not well visualized. Impression: 1. Single live intrauterine first trimester gestation. 2. Perigestational hematomas. 3. Large left ovarian anechoic cyst. Consider follow up imaging to reassess; on (B)(6) 2018: singleton pregnancy conception: ivf single viable fetus, the fetal growth and anatomy is normal. The amniotic fluid volume is normal. The placenta is posterior, homogeneous and not low tying.; on (B)(6) 2019: singleton pregnancy conception: ivf impression: cephalic, the interval fetal growth and amniotic fluid volume is normal. The placenta is posterior and unremarkable; on (B)(6) 2019: singleton pregnancy conception: ivf findings: ga is 35 weeks and 2 days single viable intrauterine pregnancy seen with a fhr of 156 bpm presentation is cephalic placenta is posterior amniotic fluid volume is normal bpp is 8/8; on (B)(6) 2020: clinical indication: had recent ultrasound for lower left quadrant pain noted very large cyst withing left adnexa believe to arise from left ovary. Findings: patient is known to have essure coils in place but they are not visualized. Impression: left adnexal cystic mass continuous with a mildly dilated left fallopian tube, query hydrosalpinx, query left ovarian cyst lot number: a27189 manufacturing date: 2012-07 expiration date: 2015-07-31. Quality-safety evaluation of ptc: for essure: unable to confirm complaint the most recent follow-up information incorporated above includes data received on: 27-mar-2024: medical record received. Pregnancy outcome received (live birth outcome unknown). Delivery notes updated. Lab data including (surgical pathology report) added. Medical history & new reporters are added. We received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation of the fallopian tubes'), uterine perforation ('perforation of the uterus'), device dislocation ('migration of the essure device to the abdominal or pelvic cavity'), perforation ('perforation of the other organs') and ovarian cyst ('large ovarian cyst') in a female patient who had essure (batch no. A27189) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), uterine perforation (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), perforation (seriousness criterion medically significant), pelvic pain ("chronic pelvic pain"), abdominal pain ("chronic abdominal pain"), back pain ("chronic back pain"), genital haemorrhage ("excessive bleeding"), hypersensitivity ("allergic reactions"), headache ("headaches"), endometriosis ("endometriosis"), ovarian cyst (seriousness criterion medically significant), autoimmune disorder ("auto-immune reactions"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety") and depression ("depression") and was found to have a pregnancy with contraceptive device ("unintended pregnancy"). The patient was treated with surgery (ovarian cystectomy and removal of essure and bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the fallopian tube perforation, uterine perforation, device dislocation, perforation, pelvic pain, abdominal pain, back pain, genital haemorrhage, pregnancy with contraceptive device, hypersensitivity, headache, endometriosis, ovarian cyst, autoimmune disorder, fatigue, weight fluctuation, alopecia, tooth loss, mood altered, anxiety and depression outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, device dislocation, endometriosis, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, ovarian cyst, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure. We received a lot number in this case. A technical investigation will be conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.